Event description:
It was reported during inspection by the customer that cardiosave intra-aortic balloon pump (iabp) had an issue with electrical test failure, error 53 that diagnose x1 transducer has a value below that stated in the manual, approximately 50. Patient involvement is unknown.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5. Added additional medical device problem code. A getinge field service engineer (fse) was dispatched to evaluate the unit. When inspecting the equipment, it was possible to diagnose that the x1 transducer has a value below that stated in the manual, approximately 50. According to the service manual, the value should be close to 750.

Event description:
It was reported during inspection by the customer that cs100 intra-aortic balloon pump (iabp) had an issue with electrical test failure, error 53 that diagnose x1 transducer has a value below that stated in the manual, approximately 50. No harm reported.